Manufacturer narrative:
Pump received with bleeding lcd glass, scratched case, cracked display window, severely scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip. Pump received with normal operating currents. No unexpected low battery alarm noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was cracked and scratched. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.